Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged blank display issue was duplicated. The pump powered up with auditory and vibratory features. The display remained blank and removal of the pump casing found a cracked display screen. The remaining testing was not performed due to the blank display issue. Replacing the damaged screen with a test screen resulted in a fully functional display. Unrelated to the display issue, the battery compartment was found to have cracked below the grip pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a blank display screen issue. The patient's blood glucose was reported to be greater than 250mg/dl but less than 500mg/dl without any reported symptoms of hyperglycemia. This event is not considered to be serious according to animas' definition of an adverse event. This complaint is being reported because the reported display issue was not resolved with troubleshooting.